Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on the 550 device complained of nausea and blood pressure was charted by hcp as being decreased. Hcp administered 600cc normal saline. Pt wt after treatment was .5 kg below goal weight to be removed. Blood flow rate was 400 and dialysate flow rate was 600.